Event description:
Pt called into pharmacy to report that tubing had snapped at end cap. Went into pharmacy warehouse, found product, was able to duplicate incident and 7 of 10 ext sets. Called medical marketing - explained problem. Went into warehouse and duplicated response on his tubing. Is calling MFR immediately.